Event description:
The pump was returned for investigation. Investigation revealed the battery compartment is cracked. This report is made based on results of investigation completed on 11/27/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/27/2013 with the following findings: evaluation revealed that the battery compartment has a hairline crack between the case seal and the finger pad. The battery cap is undamaged and the pump powers on and displays verify screen. (B)(6).